Event description:
Paramedics were called to assist a 5 yr old female pt (weight 40 lbs) who was in full arrest, a result of having been battered. When paramedics attempted to intubate, the blade broke. Another blade (size/type unreported) was selected. The second intubation attempt was successful. Pt was not revived. There is no causal connection between the death of the pt and the blade breakage. Device was lost by ups.